Event description:
A cartridge alarm was reported by the caller during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in loading a new cartridge using the correct technique, and the issue was successfully resolved, allowing the customer to resume insulin therapy.